Event description:
It was reported that post implantation in the operating room, when the intraocular lens (iol) was being rotated in the patient's operative eye, the loop came loose and the iol was removed. No further information provided.

Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.